Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, halfway through the procedure, the fiber broke in the middle of the body and caused a small burn in the coverings. It was noted that a lumenis p120 moses 1.0 console with 2 j 45 hz settings, and a 30 cm, 4 mm, 30 degree storz scope were used for the procedure. A fiber pole was not used to keep fiber length clear of potential kinks or bends, and no pressurized saline irrigation was used. At the time of incident, the physician felt some warmth in the elbow but did not get burnt. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, halfway through the procedure, the fiber broke in the middle of the body and caused a small burn in the coverings. It was noted that a lumenis p120 moses 1.0 console with 2 j 45 hz settings, and a 30 cm, 4 mm, 30 degree storz scope were used for the procedure. A fiber pole was not used to keep fiber length clear of potential kinks or bends, and no pressurized saline irrigation was used. At the time of incident, the physician felt some warmth in the elbow but did not get burnt. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was broken in two pieces. The glass tip was in good condition burn marks were observed on fiber jacket. The connector did not have defects. During functional the console read "treatments used 0. Treatments left 1". It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The instructions for use (IFU) states "a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room". Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, halfway through the procedure, the fiber broke in the middle of the body and caused a small burn in the coverings. It was noted that a lumenis p120 moses 1.0 console with 2 j 45 hz settings, and a 30 cm, 4 mm, 30 degree storz scope were used for the procedure. A fiber pole was not used to keep fiber length clear of potential kinks or bends, and no pressurized saline irrigation was used. At the time of incident, the physician felt some warmth in the elbow but did not get burnt. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.